Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device displayed error code e378 (5v supply exceeded limit) with no sub-ID code provided. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.